Event description:
Patient death 5 minutes into treatment. CPR performed at clinic and patient transported to the hospital. Clinical nephrologists believed that patient had myocardial infarction, unrelated to the machine or treatment.

Manufacturer narrative:
Customer stated, that prior to patient death, the machine was operating fine, no alarms, no problems. Customer did state, that machine did alarm arterial pressure but they believed it was because patient was moving around. Incident happened within 5 minutes of treatment. At time of incident, levels were sodium 14.3, temperature 37, bicarbonate 40, and conductivity was 14.0. Biomedical technician has not checked out machine but a gambro technician has been dispatched to the site. Customer called back to cancel technician call. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.